Event description:
This rv lead was implanted on (B)(6) 1994 and was explanted on (B)(6) 2017 due to infection and erosion. The physician was dr. (B)(6) at (B)(6) hospital (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).